Manufacturer narrative:
The reported complaint of the icy catheter (lot # 158449) leak was confirmed during the functional testing. A bonding leak was noticed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Upon visual inspection, no physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial balloon. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 158449. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer could benefit from re-training on catheter use. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
An icy catheter (lot # 158449) was used to provide ivtm therapy. The catheter was inserted into the patient's left femoral vein. The catheter insertion was smooth from the first attempt. The patient's initial body temperature was 35.0°c. After two hours of the treatment, the thermogard console generated an "air trap" alarm. The user observed that the saline bag volume was decreased. There were no traces of fluid observed on the patient's bed or the floor. The user replaced the saline bag and restarted the console to continue the therapy. Two hours later, the console generated an "air trap" alarm again and the user placed a second saline bag after clearing the "air trap" alarm. The console generated an "air trap" alarm two more times after 8 and then 12 hours of treatment and each time the user replaced the saline bag. A catheter leak and infusion of approximately 1750cc of the saline into the patient's body were suspected. The icy catheter was replaced to continue the therapy utilizing the same console after the "air trap" alarm was cleared by the user. No consequences or impact to patient.